Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed air was contained in the cuff with gel like material on the cuff body. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed.

Event description:
Medtronic received a report the cuff would not deflate. Customer indicated there was no patient involvement with this event.